Event description:
It was reported by the patient's mother that the balloon burst after one to two weeks of placement. The caregiver used 5 ml of sterile water to fill the balloon and stated that the patient was recently sized correctly within the last three weeks. The caregiver reported that she tried to insert the replacement and could not. The caregiver took the patient to the gastroenterologist and they had to dilate the stoma to put in the replacement. The patient is presently doing fine.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned by customer.